Event description:
During nephrectomy, md used linear stapler. Fired across hilum to renal artery. Per protocol, md fired three times. When he tried to release it, it would not come off. Md tried to release with manual handle, but it still would not release. The rep was called and he gave instructions over the phone. The device still did not work. Pt had exploration and direct repair of right renal artery and right renal vein as a result.